Event description:
It was reported that upon interrogation, it was noted that this device was in safety mode. The patient required a temporary device for one day prior to a replacement procedure. The physician surgically explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that upon interrogation, it was noted that this device was in safety mode. The patient required a temporary device for one day prior to a replacement procedure. The physician surgically explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device was subsequently received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this returned device was thoroughly analyzed and the reported event was confirmed as the device had no telemetry. Subsequent comprehensive battery analysis confirmed that in addition to a lack of telemetry, no device therapy output was available. This was the result of battery depletion to the point where device functions could not be supported. Extensive analysis was unable to conclusively determine the root cause of the event as no high current drain was found nor were any battery abnormalities.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Visual inspection of the device case and header revealed no anomalies. Engineers were unable to establish telemetry; thus, a memory download could not be performed. The device case was opened, and visual inspection revealed no irregularities. Testing found the battery voltage was too low to support device functions. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Further testing of the battery cell found no anomalies. Although the observed safety mode was likely caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery depletion, and analysis of the battery found no anomalies.

Event description:
It was reported that upon interrogation, it was noted that this device was in safety mode. The patient required a temporary device for one day prior to a replacement procedure. The physician surgically explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.